Manufacturer narrative:
Patient weight is unknown. Device has not been explanted at this time complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post-operatively, the patient became infected by e. Coli at the surgical site. The original implant occurred (B)(6) 2018. The surgeon indicated the e. Coli was due to unhealthy living conditions of the patient. The explantation of the two psi implants and ti matrixneuro screws has not occurred at this time. A cranioplasty is scheduled in three to four (3-4) weeks. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Implantation date: it was inadvertently reported that the implant date is unknown of initial report. The implantation date is known and reported in cell on initial report as (B)(6) 2018. A device history record review was performed for the subject device: brandywine DHR review part number: sd800.427 , lot number: h584749 , manufacturing site: (B)(4) , supplier DHR review: n/a , release to warehouse date: 01-mar-2018 . No nonconformances (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.